Event description:
Information received indicates the bed is functioning on ac power but not from the battery. The battery led indicated that it was charged.

Manufacturer narrative:
The technician replaced the battery to repair the bed.